Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's lead implant site split open nine days post-surgery and the area was infected. The patient was given antibiotics an a home healthcare worker tended and packed the wound. Follow up revealed the infection resolved and the wound has healed.